Manufacturer narrative:
(B)(4).

Event description:
The dental implant (B)(4) was removed on (B)(6) 2018 due to failure to osseointegrate 6 months and 3 days after implantation. The doctor noted local infection during the surgery. The patient has history of diabetes. The patient required another surgical intervention.